Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose of 400 mg/dl. The customer reported that the infusion set was leaking. The customer was using the insulin pump within 48 hours of the high blood glucose. The customer did not provide any symptoms related to the high blood glucose. It was unknown whether customer was using the automode or not. The device will not be returned for the analysis.